Manufacturer narrative:
Device code (B)(4) no longer applicable. (B)(4).

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a motor stall on (B)(6) 2016 at 19:01 and recovered on (B)(6) 2016 at 05:18. The patient had not been in contact with any magnetic fields. The patient experienced withdrawal symptoms such as increased pain, hot/cold flashes, kicking, sweating, nausea, and restlessness. The patient also had a vibrating feeling in their stomach, lower back and pelvis starting around 20:00 and worsened at 23:20 on (B)(6) 2016. The event was indicated as related to the device or therapy. The pump was explanted/replaced on (B)(6) 2016 and the pump was returned to medtronic. The issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code, conclusion code is being updated for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving fentanyl (concentration 8000 mcg/ml, dose 3620 mcg/day), clonidine (concentration 1000 mcg/ml, dose 452.6 mcg/day) and bupivacaine (concentration 10 mg/ml, dose 4.5 mg/day) for non-malignant pain and postlaminectomy pain. The pump was replaced due to a motor stall, it was unknown as to whether there was one or multiple stalls. The manufacturing representative thought that the patient may have heard the alarm on the day prior to this report date but was not certain. The patient experienced withdrawal-type symptoms. It was noted that the patient was originally scheduled for a replacement to be done on the day prior to this report date but it was changed and the replacement was done on this report date. The manufacturing representative would be returning the pump back to manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.